Event description:
A 28mm x 16mm diameter x 16.5cm length medtronic rx bifurcated stent graft was inserted into the aortic artery and implanted to cover an abdominal aortic aneurysm. At the time of graft implantation, it was noted that there was calcification and plaque on the left side of the 22mm aneurysm neck, but none on the right side. Two days post-procedure, the pt experienced a spike in temperature and an increased creatinine level. A CT scan was performed which revealed that the proximal end of the bifurcated stent graft had occluded the left renal artery. The graft also appeared to have invaginated slightly on the right side of the aneurysmal neck, causing an endoleak. It is likely that the calcification and plaque buildup at the proximal end of the aneurysm, created on irregularly-shaped graft anchoring zone and contributed to the graft invagination and renal artery obstruction. A 27mm angioplasty balloon was used to dialate the proximal neck and seal the endoleak. After dilation, the left renal artery appeared patent, although slow in filling. The pt's creatinine level returned to normal, and the pt is doing well. There was no additional clinical sequelae reported relative to the event.

Event description:
The pt continued to have a major endoleak based on the invaginated area of the graf dur to incorrect sizing of graftt. Successful exclusion of the aneurysm was accomplished using a custom device. The pt is doing well. The physician reported on march 24, 2000 that repeat CT scan shows a complete occlusion of the aneurysm and no further endoleak. An add'l follow-up with the physician was made on may 9, 2000 and the pt is continuing to do well with no further complications. The pt's last follow-up visit was april 17, 2000 and included a doppler ultrasound. Investigation is continuing, pending further info from the user facility.

Event description:
Further investigation into the complaint revealed the implant date of the bifurcated stent graft was 12/1999. The physician stated the pt was an elderly male who was not a candidate for open conversion. The aortic neck of the anerusym was short and measured 8mm. The iliac arteries presented an access challege due to extensive tortuosity. The completion angiogram of the implanted bifurcated stent graft demonstrated a junctional leak. Type iii; therefore, the physician placed a 15mm iliac cuff. A balloon angioplasty performed 2 days after the initial implant did not seal the endoleak and within a short period of time, the aneiurysm grew significantly. A talent aortic cuff was implanted on an unk date under emergent/compassionate use arm of the abdominal aortic aneurysm ide, g970065. Approval for the clinical arm (supplement 61) was granted by the FDA on 2/2000. A letter from the implanting physician dated 3/23/2000 stated that he wanted to thank to FDA, medtronic ave and world medical for their extensive cooperation in helping to solve the problem of the endoleak in his pt who was not a surgical candidate. The physician stated that the FDA was extremely cooperative in allowing the device to be sent unde an emergency/compassionate use basis and an approval for its use. A letter from the implanting physician dated 3/24/2000 to medtronic ave stated that an echo doppler performed on 4/2000 was normal. The pt had positive femoral and pedal pulses. The physician stated that he performed a carotid endarectomty in 1/2001. The pt tolerated the procedur well. He reported that the pt continues to have exlcusion of his abdominal aortic aneurysm, normal renal function and his lab values are within normal limits. No additional info is available and the pt continues to be fine.